Manufacturer narrative:
The visual examination of the returned device revealed damage to the distal end of the inner and outer shafts and galling marks on the inner shaft. The observed galling marks on the returned device indicate that the device did make contact with an extremely hard material and shavings could have been released during such contact.

Event description:
During the procedure, the device emitted metal fragments. No injury to the pt or adverse event was reported.